Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of an accuracy issue was confirmed during the service repair process. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a defective upper pressure sensor. The proximate cause of the iui, rear case, and bezel assembly component damage was reported by service to be due to wear. The proximate cause of the membrane frame issue was due to fluid ingress due to wear.

Event description:
It was reported that device failed accuracy - low (volume, temp, pressure) test.